Event description:
The caller alleged a variance between the inratio inr result and an alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.5, poc inr: n/a. (B)(6) 2015, n/a, 2.3. Therapeutic range: 2.0 - 3.0. The caller reported a history of anemia but does not believe that she is currently anemic; however, no recent blood work was provided. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. The customer was reported to have a history of anemia, but did not believe that she was currently anemic. A current hematocrit value was not provided. Anemia may impact patient's hematocrit. Accuracy is validated for hematocrit values between 30% and 55%. A hematocrit outside this range may cause an inaccurate result or error message. Additionally, certain relevant conditions, such as anemia with a hematocrit of less than 30%, has been identified as a condition that may contribute to a discrepant inr result. The root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.